Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The end stage renal disease (esrd) death notification ((B)(6)), provided by the user facility, listed the primary cause of death as cardiac arrest, cause unknown. No secondary cause of death was identified on the form. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A patient's family member reported that the patient expired on (B)(6) 2015. This information was provided during a routine effectiveness check phone call being made to the patient. A follow up call was placed to the patient's peritoneal dialysis (pd) nurse to gather further information related to the exact circumstances surrounding the patient's death. Per the pd rn, the patient had been a pd patient, but had switched to in-center hemodialysis treatments on (B)(6) 2014 due to complications from calciphylaxis. The clinic manager of the associated hemodialysis facility revealed that the patient was suffering from wounds brought on by the calciphylaxis and was being treated with different medications to help alleviate the pain. The clinic manager confirmed that the patient's last hd treatment was performed on (B)(6) 2015. The treatment was successfully completed at approximately 8:10 pm with no adverse symptoms reported by the patient or observed by the staff. No device malfunction occurred during the treatment. The following day, the patient passed away from cardiac arrest which was attributed to the calciphylaxis. The patient's exact time of death is not known. No parts are available for evaluation by the manufacturer.

Manufacturer narrative:
Clinical investigation: the patient medical records were provided by the facility on april 5, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. A (B)(6), female, end stage renal disease (esrd) patient on hemodialysis (hd) underwent a final hd treatment on (B)(6) 2015. No treatment sheet was provided for this date, however, the treatment was reported as being uneventful. A treatment sheet was provided for the previous treatment performed on (B)(6) 2015. This documentation noted that the patient¿s vital signs were stable. No new complaints or observations were reported during this treatment. Patient was discharged home with no unusual findings noted. The patient was admitted to the hospital on an unknown date, and subsequently expired on (B)(6) 2015. No medical records were provided for this date. Additionally, the patient¿s medical record indicates a period of hospitalization from (B)(6) 2014 for treatment related to calciphylaxis. Patient treatment for calciphylaxis had been ongoing with multiple wound and pain issues associated with this condition. No death certificate or hospital records were received for the last hospitalization. The end stage renal disease death notification form lists the cause of death as cardiac arrest, cause unknown. There is no documentation in the medical record that indicates a causal relationship between the 2008t hemodialysis machine and the patient expiration.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. No malfunction of the 2008t hemodialysis (hd) machine alleged, observed, or identified during the patient¿s final hd treatment. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.